Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported this was an old pump which had been programmed to "minimum rate" on 2013-(B)(6). Further information was not provided. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a seroma. It was also reported, the patient¿s ¿el 2 pump¿ was removed and the catheter remained in the patient¿s body. The reporter didn¿t know when or why this occurred nor did they know any details or timelines of the reported seroma on the CT scan results/report on 2013 (B)(6). MRI compatibility guidelines were requested at the time of this report however it was not specified if a MRI was to be performed. The type of medication being delivered via the device system was not provided. No further information was provided including the cause of the symptoms or device removal, if any troubleshooting or what actions occurred in regards to the seroma, why the device was removed or the patient¿s outcome. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.